Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5063853.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system device on an unknown date. According to the complainant, on (B)(6) 2009, the patient was hospitalized due to severe pain and bladder infection. In 2010, the patient was again taken to the emergency room due to the same problems. The patient then developed dyspareunia and interstitial bladder. Bladder installations and tests were done. Patient still have urinary incontinence. In 2011, patient was implanted with a device to help control nerve damage and pain. The patient's condition has not improved.